Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Difficulty retrieving the filtration element through the stent may include, but are not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the recovery catheter is due to interaction with the newly placed stent. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Overall, a conclusive cause for the reported difficulties could not be determined; however, there is no indication to suggest a product quality deficiency. As part of the manufacturing quality process, all embolic protection devices and retrieval catheters are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
Subsequent to the previously filed report, additional information was recieved stating it can not be confirmed that this was a study event.

Event description:
It was reported via a trial, that about a year ago, post intervention, of a heavily calcified carotid artery, there was trouble retrieving the filter past the stent (type unknown). The retrieval catheter was withdrawn without further issue and an accunet retrieval device was successfully used to retrieve the filter. The patient did not experience any adverse patient effects during the procedure. A clinically significant delay in the procedure was not reported. No additional event or patient information was provided